Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician found no malfunctions with the ventilator and operated to specifications. During evaluation, it was noted that the pigtail had a "nick" in it but it doesn't cut the wires inside. The service technician replaced the pigtail to address the issue.

Event description:
It was reported to carefusion that the unit was auto cycling. There was no report of any patient involvement associated with this complaint.